Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, after the hydratome was pushed forward in the scope channel it was not able to advance further than a few centimeters. When the hydratome was retracted from the scope channel, it was noted that the sponge had detached from the biopsy cap inside the scope. Reportedly, a water soluble lubricant was not applied to the top of the biopsy cap prior to use. Attempts were made to remove the sponge from the scope channel using forceps and by pushing out with a brush; however, these attempts were unsuccessful and ultimately the scope was removed from the patient. The procedure was completed with another scope and another of the same rx locking device biopsy cap. Reportedly, the scope was sent for repair to remove the sponge. There were no patient complications reported as a result of this event.